Event description:
It was reported that pump displayed minimum fill notification while customer was attempting to load new cartridge containing usable insulin. There was no adverse impact to the customer¿s blood glucose level. Customer removed pump from case, cleaned pneumatic tap area with alcohol wipe or lint-free cloth, reloaded same cartridge, and successfully resumed insulin delivery following guidance from technical support.